Event description:
Information notes that attempts to obtain measured data were slow and the message, "position head", was frequently seen. After the programmer was rebooted, interrogation revealed dashes (---) for parameters. The rate changed from (---) to 60 ppm and except for (---) in the sensor parameters, normal function ensued. A subsequent follow-up again revealed (---) for random parameters. A software download attempt was unsuccessful. The patient was not pacemaker dependent.